Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine generator batteries and filament driver board were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported charger failed messages. The fe confirmed the system could not boot up due to charger failure. There is no report of death or serious injury associated with this complaint.